Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 continuous glucose monitor temporarily disconnected for approximately 15 minutes, with pairing failing and the responsible device not identified; troubleshooting and education were provided, and no alerts or alarms were reported. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no interruption in therapy and no need for medical intervention or hospitalization. Investigation included user support-based troubleshooting and product-use education. Investigation of this case revealed normal device behavior with transient connectivity interruption that resolved. It was concluded that the event was non-serious, associated with intermittent communication loss, and did not affect glucose control.